Event description:
It was reported that during a lap nephrectomy the lcsc5 blade broke. The blade did not fall into the pt. The case was completed with another same like device. There was no pt consequence.